Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration, 7.5mg/day) in an implantable pump for non-malignant pain. It was indicated the pump needed to be explanted and re-implanted. It was noted the issue began in (B)(6) 2016. There were no reported symptoms. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.